Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 186 compared to the lab's 140 mg/dl. Tests were done within 10 minutes. Control solution tested at 129 (range 112-151). Pt did not experience any adverse events. No further info has been reported.